Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch number being unknown, no DHR review can be completed.

Event description:
It was reported that 1 bd insulin syringe/needle was unable to aspirate. The following information was provided by the initial reporter : material no. Unknown; batch no. Unknown. Consumer reported that the syringe will not draw. Consumer does not re-use. Lot #: unknown, catalog #: unknown, date of event: unknown, and samples: available - sending mail kit.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date : unknown.

Event description:
It was reported that 1 bd insulin syringe/needle was unable to aspirate. The following information was provided by the initial reporter : material no. Unknown batch no. Unknown. Consumer reported that the syringe will not draw. Consumer does not re-use. Lot #: unknown. Catalog #: unknown. Date of event: unknown. Samples: available - sending mail kit.